Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the patient is currently in good condition.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A nurse reported a broken capsule during an intraocular lens (iol) implant procedure. The haptic of the lens broke and was replaced with another lens. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint for broken haptic was observed. Additional observations were as follows; iol returned pressed down on one(1) post of the lens case base resulting in haptic damage. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn at the gusset area and is partially adhered. The product investigation could not identify a root cause for the reported complaint; however, our observations reasonably suggest that it is not manufacturing related and it is reasonable to suggest that the iol was acceptable for use by the customer prior to the attempted loading. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).